Event description:
It was reported that the blue, distal port of a swan ganz catheter had blood leakage. Upon inspection, the blue lumen was detached from the hub of the white luer lock on top of the cardiac output syringe. Issue was a product problem but it was noted that other serious or important medical event occurred. Per the medwatch report from the customer, section b2 was checked as "other serious and important medical event occurred during event," but there is no indication of patient injury.

Manufacturer narrative:
Medwatch (B)(4) was received. Additional FDA product code: dqo, dqe, kra, dqk, drs, dsb, dxn, qaq. Additional premarket submission: k231248. Multiple attempts were made for additional information and to secure the return of the device. However the customer has not responded nor sent the device back for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. In addition, a device history record cannot be completed without a lot number. If the device is returned and/or additional information is provided, a supplemental report will be submitted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.